Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation result of balloon pinhole. Block h10: investigation results: the returned uromax ultra device was analyzed, and visual evaluation noted that the balloon was not folded, which is an indicative that the balloon was subjected to positive pressure. Additionally, a pinhole was identified at the distal markerband. The rated burst pressure of this device was at 20 atmospheres. Also, it was revealed that the shaft of the device was kinked at several locations. No issues noted with the tip or markerbands of the device; both markerbands were undamaged and in the correct position on the shaft. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Based on the available information, the puncture in the balloon probably occurred due to interaction with the kidney stone. The unavailability to inflate the device was most likely caused by the identified pinhole. The shaft kinks noted during device analysis could have occurred due to an interaction between the user and the device. There is no evidence of a manufacturing issue, design or user issue which could have caused the complaint and there is no evidence that the device failed to meet uromax upgrade specification. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a ureteroscopy (urs) procedure. During the procedure the balloon was inserted and attempted to inflate; however, the balloon would not inflate. The procedure was completed with another of the same device with no patient complications. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.